Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
Please retract this report 2017865-2014-09360, this medical device should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by st. Jude medical.

Event description:
It was reported that there was an allergic response. The device remained implanted.